Event description:
The rn was using a blood warmer to administer blood to a patient and the blood warmer tubing started to leak inside the warmer. The blood warmer needed to be exchanged and the blood warmer tubing needed to be replaced.